Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user received alert 38 on the device. After restarting the device, the alert did not return. She uses inset 23" infusion sets and was guided through removal of all supplies and performed a dry run up to 165 units without receiving additional alerts or an "unable to proceed" message. The user was advised to change out supplies if alert 38 recurs. There was no report of any end-user harm or adverse event associated with this report.